Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a damaged battery. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a battery depleted alarm, and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This device is currently in the process of being evaluated. A follow-up medwatch will be submitted upon the receipt of evaluation results or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review determined that the device has been previously sent into service for the reported condition of "battery issue." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel. This condition was caused by a battery depleted alarm. The main batteries and battery harness were replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.